Event description:
As reported by the legal department, the patient underwent placement of the optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to: blood clots, clotting, occlusion of the inferior vena cava (ivc) and deep vein thrombosis (dvt). As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. According to the implant records provided, the ivc filter was indicated for extensive bilateral pulmonary emboli and large amount of residual clot in the left leg, extending to the distal ivc. An optease ivc filter was successfully deployed in the infrarenal ivc using fluoroscopic and ultrasound guidance. There were no immediate complications. Additionally, a right internal jugular central venous catheter was also placed with no complications. According to the medical records received, approximately six years and six months after the filter was implanted, the patient underwent lysis, thrombectomy and ivc filter retrieval indicated for ileocaval thrombosis. Procedural details were not provided. Past medical history noted deep vein thrombosis (dvt), hypertension, may-thurner syndrome, shingles, colectomy, embolectomy of left leg, hysterectomy, ostomy reversal and repair of ventral hernia. According to the information received in the patient profile form (ppf), the patient became aware of the reported events approximately six years and six months post implantation. The patient reports blood clots, clotting, and/or occlusion of the ivc. The patient further states that blood clots, clotting, occlusion of the ivc and dvt were discovered around the time of the removal the optease ivc filter. The patient further asserts to suffer from chronic pain due to these injuries, in addition to blood clots, clotting, occlusion of the ivc, dvt and pain post implant. These injuries have caused emotional distress, mental anguish, anxiety and stress.

Manufacturer narrative:
As reported, the patient had placement of the optease inferior vena cava (ivc) filter. Per the medical records, the indication was extensive bilateral pulmonary emboli with large amount of residual clot in the left leg, extending to the distal ivc. The filter was successfully deployed in the infrarenal ivc using fluoroscopic and ultrasound guidance. Additionally, a right internal jugular central venous catheter was also placed with no complications. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to blood clots, clotting, occlusion of the inferior vena cava (ivc) and deep vein thrombosis (dvt). Approximately six years and six months after implant, the patient underwent lysis, thrombectomy and ivc filter retrieval due to ileocaval thrombosis. Procedural details were not provided. Past medical history noted deep vein thrombosis (dvt), hypertension, may-thurner syndrome, shingles, colectomy, embolectomy of left leg, hysterectomy, ostomy reversal and repair of ventral hernia. Per the patient profile form (ppf), the patient reports blood clots, clotting, and/or occlusion of the ivc. The patient further states that blood clots, clotting, occlusion of the ivc and dvt were discovered around the time of the removal the optease ivc filter. The patient further reports chronic pain due to these injuries, in addition to blood clots, clotting, occlusion of the ivc, dvt and pain, anxiety and stress. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported embedded in ivc wall and retrieval difficulty could not be confirmed and the exact cause could not be determined. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Blood clots, dvt and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Anxiety and pain do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
As reported, the patient had placement of the optease inferior vena cava (ivc) filter. Per the medical records, the indication was extensive bilateral pulmonary emboli with large amount of residual clot in the left leg, extending to the distal ivc. The filter was successfully deployed in the infrarenal ivc using fluoroscopic and ultrasound guidance. Additionally, a right internal jugular central venous catheter was also placed with no complications. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to blood clots, clotting, occlusion of the inferior vena cava (ivc) and deep vein thrombosis (dvt). Approximately six years and six months after implant, the patient underwent lysis, thrombectomy and ivc filter retrieval due to ileocaval thrombosis. Procedural details were not provided. Past medical history noted deep vein thrombosis (dvt), hypertension, may-thurner syndrome, shingles, colectomy, embolectomy of left leg, hysterectomy, ostomy reversal and repair of ventral hernia. Per the patient profile form (ppf), the patient reports blood clots, clotting, and/or occlusion of the ivc. The patient further states that blood clots, clotting, occlusion of the ivc and dvt were discovered around the time of the removal the optease ivc filter. The patient further reports chronic pain due to these injuries, in addition to blood clots, clotting, occlusion of the ivc, dvt and pain, anxiety and stress. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported embedded in ivc wall and retrieval difficulty could not be confirmed and the exact cause could not be determined. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Blood clots, dvt and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Anxiety and pain do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient underwent placement of the optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to: blood clots, clotting, occlusion of the inferior vena cava (ivc) and deep vein thrombosis (dvt). As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. According to the implant records provided, the ivc filter was indicated for extensive bilateral pulmonary emboli and large amount of residual clot in the left leg, extending to the distal ivc. An optease ivc filter was successfully deployed in the infrarenal ivc using fluoroscopic and ultrasound guidance. There were no immediate complications. Additionally, a right internal jugular central venous catheter was also placed with no complications. According to the medical records received, approximately six years and six months after the filter was implanted, the patient underwent lysis, thrombectomy and ivc filter retrieval indicated for ileocaval thrombosis. Procedural details were not provided. Past medical history noted deep vein thrombosis (dvt), hypertension, may-thurner syndrome, shingles, colectomy, embolectomy of left leg, hysterectomy, ostomy reversal and repair of ventral hernia. According to the information received in the patient profile form (ppf), the patient became aware of the reported events approximately six years and six months post implantation. The patient reports blood clots, clotting, and/or occlusion of the ivc. The patient further states that blood clots, clotting, occlusion of the ivc and dvt were discovered around the time of the removal the optease ivc filter. The patient further asserts to suffer from chronic pain due to these injuries, in addition to blood clots, clotting, occlusion of the ivc, dvt and pain post implant. These injuries have caused emotional distress, mental anguish, anxiety and stress.

Manufacturer narrative:
The exact event date is not known. The exact catalog and lot numbers are not known. As reported, the patient underwent placement of the optease inferior vena cava (ivc) filter. The indication for filter placement is not available. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to: blood clots, clotting, occlusion of the ivc and deep vein thrombosis (dvt). The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots, dvt and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient underwent placement of the optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to: blood clots, clotting, occlusion of the inferior vena cava (ivc) and deep vein thrombosis (dvt). As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.